Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported customer's blood glucose has been all over the place. Customer's insulin pump was alarming no delivery. Customer's blood glucose was 234 mg/dl. Customer's mother declined troubleshooting because she already did all the troubleshooting before. She declined a continuing therapy insulin pump. She stated, her son's blood glucose is more stable on manual injections. Customer's grandmother called the next morning regarding the same no delivery issue. A replacement insulin pump was sent. Nothing further reported.